Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited high defibrillation impedance. During the procedure it was noted that a new ICD was connected to the old lead for testing and showed a hv impedance within normal limits. However, the physician was still concerned that the issue was lead related. The right ventricular (rv) lead was capped and replaced on (B)(6) 2026, and a new ICD was implanted. There were no patient consequences.